Event description:
A malfunction was reported, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue using the pump and to reach out again if the issue reappeared.